Manufacturer narrative:
G4:08mar2021. B4:09mar2021. H10: the field service engineer replaced the power switch overlay and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported the unit alerted to an alarm light emitting diode (led) failure. There was no patient involvement. The manufacturer's field service technician advised to replace the power switch overlay.